Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio further evaluated the device's analog pcb assembly and determined that the cause of the reported issue was due to a leaky capacitor, designator c32. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying the service wrench icon on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would no recognize a shockable rhythm. As a result, defibrillation therapy would not be possible, if it was needed.